Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: observed, broken device assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii. The device has been explanted and replaced.

Event description:
The device has been explanted.

Manufacturer narrative:
D10. Concomitant therapies continued: trazodone 50 mg tablet, calcium 500 500 mg calcium (1250 mg) chewable tablet, fosamax plus d 70 mg-2800 unit tablet, turmeric 400 mg capsule. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device remains implanted.